Manufacturer narrative:
The mcs tip accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover of the scissors would not stay securely on the monopolar curved scissors (mcs). The tip cover fell inside the patient but was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: both the instrument and the mcs tip cover accessory were carefully inspected prior to use, and no abnormalities or damage were detected; the tip cover was in perfect condition. During a nephrectomy, the mcs tip cover accessory fell inside the patient, though no breakage was observed and the precise reason for it slipping remains uncertain to the surgical team. The accessory was retrieved using a clamp or surgical instrument, and there was no difficulty or resistance upon removal through the cannula; the instrument's wrist was straightened during extraction. The monopolar curved scissors (mcs) instrument was in use for approximately two hours during the procedure, during which time no issues with the instrument¿s functionality or any collisions with other devices were reported, and the tip cover appeared to be perfectly installed. A reducer was used in the procedure. Following the event, the surgical staff noted no damage to the mcs tip cover accessory, instrument, or cannula. Ultimately, the procedure was completed by converting to open surgery, though this was unrelated to the tip cover incident. Neither the mcs tip cover accessory nor the mcs instrument is available for return to isi for evaluation, and there are no photographic images or video recordings of the procedure for further review.